Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by a nurse and the customer that the customer got hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 750 mg/dl at the time of the incident. The customer was given insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported their pump battery cap was missing and they are unsure if the pump had turned off. Troubleshooting was not completed. The customer was discharged for a few hours and then went back for a low incident. The customer took too much insulin via manual injections leading to the low. The customer lost consciousness and was taken to the emergency room. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test and the off no power alarm test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The low reservoir alarm functions properly during testing. The test battery was removed and reinserted with no unexpected battery out limit alarm noted. However, device alarmed a21 after the battery change due to faulty connector on interface board. Device uploaded properly using carelink. No damage noted on the original battery cap (p). Device had cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.